Manufacturer narrative:
References the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown, product type: unknown. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
Mcintosh, e., gray, a., daniels, j., gill, s., ives, n., jenkinson, c., mitchell, r., pall, h., patel, s., quinn, n., rick, c., wheatley, k., williams, a. Cost-utility analysis of deep brain stimulation surgery plus best medical therapy versus best medical therapy in patients with parkinson's: economic evaluation alongside the pd surg trial. Mov disord 2016:doi 10.10.1002/mds.26423 summary: williams and colleagues reported that deep brain stimulation (dbs) surgery for patients with advanced parkinson's disease (pd) improves motor function and quality of life compared to best medical therapy alone at 1 year, but with surgery-related side effects in a minority. This article reports on the economic evaluation alongside this trial. Reported events: one (1) patient with deep brain stimulation (dbs) for parkinson's disease (pd) died due to a hemorrhage during surgery. One (1) patient with dbs for pd required a postoperative procedure for guide tube removal. One (1) patient with dbs for pd required a postoperative procedure for neck pain investigation. One (1) patient with dbs for pd required a postoperative procedure for lead migration. One (1) patient with dbs for pd required a postoperative procedure for re-implantation. One (1) patient with dbs for pd required a postoperative procedure for removal of the system due to an infection. One (1) patient with dbs for pd required a postoperative procedure for replacement of a fractured lead. There were 97 serious adverse events in 65 patients with deep brain stimulation (dbs) for parkinson's disease (pd). The majority of these events were the result of hemorrhage, infection of the dbs system/electrodes, worsening/uncontrolled pd, confusion, constipation, falls, and "other." Resources involved in treating serious adverse events (saes) ranged from hospital stay for hemorrhage and infection, surgery-specific saes, intravenous antibiotics, referrals to other specialties, removal of infection system, and reoperation to hemiparesis. [Pli80 and pli90] 9. 3 patients with deep brain stimulation (dbs) for parkinson's disease (pd) required a postoperative procedure due to "first attempt abandoned." Six (6) patients with dbs for pd required a postoperative procedure due to "first attempt unsuccessful." Additional information has been requested from the corresponding author regarding event dates, product information, alleged issues (reasons for reoperations), symptoms, troubleshooting, diagnostics, patient outcomes, causes/factors, and patient identification, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. No specific device information was provided.